Event description:
It was reported that smiths medical fluid warmer system crashed during application. It was noted to have crashed at a screw connection. No patient adverse effects occurred.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow disposable was returned for investigation in new conditions and with its original unopened packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. The sample was then functionally tested. The sample was assembled to a fluid supply, a gas filter and patient line assemblies and was connected to a fluid warming machine h-1200, in order to perform the functional test. No discrepancies were detected. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No corrective actions are required since the complaint was not confirmed.